Event description:
Customer stated that this device starts beeping every 12 hours interval and they just reinsert battery to reset it. However when they needed to use it, they grabbed this device instead of another unit and when they started to use it on a patient, it started beeping again and they swapped out the unit immediately. The patient survived.